Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a priming attempt. The customer stated the insulin pump would no longer rewind. The customer's blood glucose was 160 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch noted during visual inspection. However the insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. No unexpected motor error alarms noted. The insulin pump has minor scratches and cracked display window, cracked case at window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.